Event description:
It was reported that during a follow-up, high capture threshold was observed. The lead was repositioned. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.